Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. The plunger is bent. The nozzle tip is bent. Iol was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Additional information: the reporter states the use of non-company viscoelastic as a viscoelastic, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, iol was not moving forward and got stuck. Additional information has been requested and received stating lens haptic and iol were stuck. There was no patient contact with the device. Additionally, it was reported that there was no explant since the lens was stuck in the plunger. The surgery was completed with back up lens. Additional information received that there are 3 different surgeries and different patients are given.